Event description:
The manufacturer's representative reported that a patient had a catheter revision yesterday. The drug concentration and dose were programmed to remain the same after the revision with morphine at a concentration of 25 mg/ml programmed to deliver 5.598 mg/day. The next day the patient was found unresponsive and taken to the hospital where narcan was administered. The pump was interrogated to verify that programming was correct and a study was done to verify that the pump was functioning appropriately. The pump was then turned to minimum rate. The manufacturer's representative reported that the patient was likely opiate naive. The patient reported it may have been a possible overdose, and that the patient was hospitalized from in 2007, to four days later. The patient will follow-up with their hcp two days later. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received. Reference MFR report # 6000030200701944.